Event description:
Customer called to report a leak/drip near reagent probe a of the unicel dxc 800 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) contacted customer and was informed by customer that the leak had been cleaned, after which normal system operations continued. No further leaks or spills were encountered; the source of the reported leak could not be identified. The fse verified proper instrument performance with customer to ensure that the issue was effectively resolved. Customer has not called back to report any further issues relating to this event. (B)(4).